Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button at the bottom are too pushed in. The customer stated that they received random unexpected no insulin delivery alarms and crack was located by the up and down button to the left across the top through back of the insulin pump. The customer also stated that the screen was cloudy and it had rainbow look on the screen and insulin pump sounds louder when rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.